Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labelling did not indicate any abnormalities. It is specified in the IFU as follows: the following situations threaten the success of the shoulder replacement implant, people likely to fall, alcoholism or drug abuse, inability of the patient to follow the surgeon's recommendations and the physical therapy program. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on the investigation, the root cause was attributed to a patient related issue. The event was most likely caused by a patient's failure to follow instructions (alcohol problem resulting in numerous falls, dislocations and revisions, with an increased risk of infection). If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported, the patient had a previous revision of the glenosphere and liner due to instability. This is first revision surgery that occurred on (B)(6) 2023 from standard +12 (dwd968) to retentive +12mm liner (dwd978) for 42 glenosphere. No further information was provided. Later, it was reported during third revision that, background on the patient is that he sadly has an alcohol problem hence the many falls leading to dislocations, not compliant with rehab., with an increased risk of infection.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. The other linked report numbers will be provided with the supplemental report once we will have the numbers for them.

Event description:
It was reported, the patient had a previous revision of the glenosphere and liner due to instability. This is first revision surgery that occurred on (B)(6) 2023 from standard +12 (dwd968) to retentive +12mm liner (dwd978) for 42 glenosphere. No further information was provided.